Event description:
Customer reported a 1628 tegaderm dressing was applied over the top portion of a primary dressing following her daughter's back surgery (B)(6) 2015. Customer reported 2-3 days following surgery, her daughter experienced some slight redness, itching and rash under a small portion of where the tegaderm dressing was applied. Surgical drapes were also applied for the surgery and customer reported her daughter experienced a "major allergic reaction" (redness, itching, rash) across the top portion of her daughter's back where one of the drapes were applied. Customer reported the rash from the top portion of her daughter's back had 6-7 exacerbations, moved down her back, joined with the area of the tegaderm dressing reaction and eventually the rash covered her daughter's entire back except for the immediate area around the incision where the primary dressing was applied. Customer reported clobetasol prop .05% cream, benadryl and zyrtec were used for treatment. Customer reported the rash resolved and clobetasol cream was discontinued around (B)(6) 2015. Customer alleged the reaction affected the incision's healing process, the incision started to open and her daughter required additional surgery for wound dehiscence.